Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 32 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on 2(B)(6) 2018. It was reported while admitted in hospital for acute heart failure, cellulitis was observed at patient's driveline site on (B)(6) 2018. Patient was on oral cephalexin (antibiotics) for 7 days. Infection resolved. No further information was provided.

Manufacturer narrative:
Patient remains ongoing with the device. A specific cause for the patient¿s infection could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection (driveline, local and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) (documents (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (B)(4) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.